Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment that the programmer touch screen froze intermittently during in terrogation. It was noted that there were no anomalies found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touch screen froze intermittently during the interrogation of the implanted device. It was noted that the programmer was operating on battery power and the cursor stayed at one position while the screen was unable to be controlled by finger or the stylus pen. Troubleshooting steps were taken to include restarting the programmer multiple times to attempt to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was unable confirm the customer comment that the programmer touch screen froze intermittently during interrogation. Analysis was able to confirm the customer comment when the programmer was operating on battery power, the cursor stayed at one position while the screen was unable to be controlled by finger or the stylus pen. It was found the cursor intermittently stopped moving during stylus or finger movement, the cursor was jumping away from the stylus position in the upper right area of the screen. Errors were found in the software history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis confirmed the programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: analysis summary: analysis was able to confirm the customer comment that the programmer touch screen froze intermittently during interrogation. Correction section h6: fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.